Manufacturer narrative:
One dii control unit was received. Product passed functional testing but burnt odor is caused by a burnt resistor r54 on main pcb. Burnt resistor on the main digital pcb does not affect functional ability of control unit. Main pcb is over 4 years old. Reason for burnt electronic component could be plugging in a wet mdu connector or a shorted out mdu.

Event description:
It was reported that the dii controller started smoking during use. No injuries or complications were reported as a result.